Event description:
It was reported to medtronic minimed that the customer experienced belt clip/holster anomaly, damage (physical or cosmetic), battery cap contact missing/damaged, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) acc-1601, mmt-1880. Troubleshooting was performed. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Damage was on metal contacts. The customer reported damage to the belt clip. No harm requiring medical intervention was reported. No product return is required for acc-1601. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the sleep current measurement and active current measurement. The pump was monitored and no unexpected charge/battery lasts less than expected or low battery alert noted. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 06/29/2024 15:22:58.000. Low battery alert was found on: 06/29/2024 10:12:00.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 02-nov-2024 at 10:58:59 pm. There was no power data available for the date of 29-jun-2024. Unable to check power data for low battery alert. No unexpected low battery alert and charge/battery lasts less than expected noted during testing. With reference to the battery duration failure analysis instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 30-jun-2024 in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. The pump passed all the required testing. Customer alleged for charge/battery lasts less than expected was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.